Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.5a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d150923-1). The control solution tests for level low are 60/59 mg/dl, for level high are 280/277 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Retained strips test (strip lot number:d150325-1). The control solution tests for level low were 54/55 mg/dl; for level high were 272/265 mg/dl. The control solution ranges are: level low 25~70 mg/dl, level high 210~310 mg/dl. All results were within the acceptance range. Pass this MFR report is related to importer report # (B)(4).

Event description:
Our importer, (B)(4), received a call on 12/31/2015 reporting a medical intervention that occurred on (B)(6) 2015 at 5:00pm. Patient's wife called in stating that the prodigy meter was giving them a higher reading than they believe it should have been giving which caused patient to over medicate. Patient was experiencing symptoms of sleepiness, nausea and trouble walking. Patient was also experiencing visual symptoms of fluid retention, swelling and bleeding from the rectum. The reading on the prodigy meter at the time of the event was 315 mg/dl. Patient's normal glucose level around the same time of day as the medical intervention is 157-200mg/dl. Patient had taken his usual medications before the event except for his at bedtime medications. According to prodigy customer service representative the patient is using correct testing and storage protocol for the prodigy blood glucose system. Patient went to ER on his own. Patient's blood glucose upon arrival at ER was 157mg/dl. Three hours passed between testing with the prodigy meter and the ER meter due to the ER being over 2 hours away from patient's residence. Patient was administered insulin at ER to lower his glucose level. Treatments unrelated to patient's blood glucose were lasix, 7 packs of protonix and 4 2-liter bottles of fluid were drained. Patient was also given upper gi endoscopy. Patient's blood glucose prior to discharge from hospital was believed to be around 197mg/dl. Patient's total stay in hospital was 6 days.